Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was bleeding. Analysis also noted the upper case was broken and scratched, the lower case was broken and dented, the battery release and lead flex cover were contaminated, the side bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer was chipped, the keyboard was scratched and the serial number label was torn. All found defective parts were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had its lower display cracked. The epg has been returned for service. There was no patient involvement.